Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged and exhibited high pacing threshold @ 5. 1millivolts.the physician had it successfully repositioned. Rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.